Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, only a picture showing an open sample with the needle detached from the thread, and the thread is still wound on the pack. Without any closed sample, we cannot carry out an analysis in order to take a decision. However, taking into account the picture received showing a defective sample and that there is a previous complaint of this code-batch regarding the same issue, we consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product fulfilled european pharmacopoeia (ep) requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received in the previous complaint showed that the needle was escaped from the thread. Final conclusion: although without samples we are not in position of studying if the affected product does not fulfil the specifications, taking into account that there is a previous complaint for this code-batch regarding the same issue and the picture received showing a defective sample, we conclude that this complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn quick suture. The client reported that after opening the sterile packaging, the needle was loose inside the foil package and not attached to the thread. No additional information was provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.